Event description:
It was reported that the patient is inquiring if the stimulation could be contributing to the multiple urinary tract infections (uti) and some lower back pain that started shortly after the implant. The patient was advised to turn off their stimulation for two weeks to see if lower back pains change or become any less severe, however, when the patient went to turn their stimulation off the stimulation was found off. The stimulation was kept off and the patient was advised to make an appointment with the doctor to discuss. No further patient complications were reported.

Manufacturer narrative:
Date of event (b3) was not reported, therefore an estimated date was reported in this field. Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4)- additional premarket/510(k) p190006.

Manufacturer narrative:
Date of event (b3) was not reported; therefore, an estimated date was reported in this field. Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4)- additional premarket/510(k) p190006.

Event description:
It was reported that the patient is inquiring if the stimulation could be contributing to the multiple urinary tract infections (uti) and some lower back pain that started shortly after the implant. The patient was advised to turn off their stimulation for two weeks to see if lower back pains change or become any less severe, however, when the patient went to turn their stimulation off the stimulation was found off. The stimulation was kept off and the patient was advised to make an appointment with the doctor to discuss. No patient complications were reported.